Manufacturer narrative:
(B) (4).

Event description:
The pt felt stimulation while lying down. In any other position stimulation was intermittent. The fluctuations began about 6 months prior to the reported complaint. There was no fall or trauma associated with the onset. The implantable neurostimulator battery voltage was 2.36, the beginning of the low range. The pt had symptoms in his legs; her status was good. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.